Event description:
It was reported that the 9800 system locked up with a blank screen and the ma and kv went to maximum. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The gib board and the sib board were replaced during the service call. The system was tested and found to be working as intended and put back into service.